Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the small battery drive device was insufficient/low. It was determined that the moving parts of the trigger did not move smoothly. It was observed that the device had liquid damage and was reprocessed improperly. It was further determined that the device failed pretest for check triggers and check power with test bench (minimum: 67.5 to maximum: 110 w (watt). Record the value of test bench. - record value "0" in case of no function of hand piece. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.